Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard hub is cracked and leaked. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about the catheter hub found to be cracked during use. It was reported that after the catheter was placed, bleeding occurred from the cracked part of the hub when blood was drawn. Even when the customer just flushed the hepatic fluid, it leaked out from that part.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Insyte autoguard unit. Additionally, 6 photos were provided. Only the catheter was provided. A leak test was performed, and a leak was discovered from the bottom of the adapter. Microscopic analysis discovered there was some damage to the bottom of the adapter to the threads. Your reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. During adapter loading, the adapter may get damaged due to the feeder jamming and/or incorrect feeder settings. Additionally, this may also occur when the parts are transferred from rotate grippers to conveyor. Misalignment may cause adapter damage that may result in cosmetic damage or make it unable to connect male luer lock adapter. A device history record review could not be performed as the lot number was unknown.